Event description:
Same case as 1649384-2013-00020. It was reported the closure tops backed out post-operatively. Levels treated during the index surgery were l3-s1 for ddd. Approx 27 months post-operatively the closure tops at the right l4 and right l5 were found to have backed out of the screw. The pt was not fused. Instrumentation was removed and replaced with new pathfinder nxt hardware.